Event description:
I had essure sterilization done at the beginning of (B)(6) 2013. I had pain, bloating, and bleeding continuously from the time the procedure was done until the time I had to have both of the coils removed in (B)(6) 2013. One of the coils had bent and imbedded itself into my uterus. The other coil moved out of the other fallopian tube and was tangled in the omentum in my abdomen. I experienced bleeding, bloating, and pain the entire time the essure coils were in place. I had to undergo surgery to have both coils removed, and am still experiencing pain and bloating.